Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
Medwatch number: mw5084621. Product name: sm mpps dv 275cc. It was reported that a (B)(6) female patient who underwent breast implant surgery procedure with mentor medical devices (sm mpps dv 275cc date of implant (B)(6) 2007) has experienced autoimmune disorder .( list of symptoms include ¿back pain out of the blue. The pain then spread to my neck, feet, legs, abdomen, elbows, hands, knees and soreness in my breast. I also have sharp shooting chest pain that stops me from moving no matter what I'm doing. It's terrible. I have to just wait it out and stay in the one position I'm in. My other symptoms include fatigue, blurry vision along with vision loss, tender swollen lymph nodes, I cannot concentrate on things very long either (this is even hard for me to type out), muscle pain, extreme joint pain, hair loss, premature aging, dry skin, loss of appetite along with weight gain, brain fog, memory loss. I forget so much of the past few years, I literally cannot remember memories that my son will bring up. That part breaks my heart, telling my (B)(6) son that I don't remember. I cannot get a tan or be in sunlight without getting these raised bumps all over, irritability, headaches, numbness and tingling in hands and feet, carpel tunnel, vertigo, vomiting, trouble with regulating temperature, difficulty swallowing, heart palpitations, constipation, diarrhea, night sweats, difficulty swallowing, and I always have a runny nose or a stuffy nose 24/7, it's one or the other. I've been diagnosed with fibromyalgia. I'm not able to work and most of my time is spent in bed at (B)(6). I am depressed, that is true. But do know that my pain/illness has caused my depression, it's not that the depression has caused my illness.¿) this case was not confirmed by a healthcare professional. It was also reported that the patient also suffered from lymphadenopathy. No further information is available at this time. Should more information become available, this case will be re-assessed and notes will be updated. This report is for the left side.